Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was not displaying dexcom g7 cgm readings while the dexcom app showed data, and later the cgm on the ilet displayed falsely low glucose values compared with contemporaneous fingerstick measurements. Symptoms included no clinical effects, with fingerstick glucose reported as in range and stable. Outcomes included no injury and no medical intervention. Investigation included customer support troubleshooting, sensor re-pairing, and cgm calibration via the device menu, followed by short-term monitoring. Investigation of this case revealed a communication issue between the cgm and the ilet that was resolved with re-pairing and calibration, after which cgm values trended upward toward the reference meter reading. It was concluded, based on previously established findings for similar reports, that user-level corrective actions and transient cgm-data handling accounted for the observed discrepancy rather than a persistent device malfunction.